Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Eval of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a posterior fixation from l4-s1. At an unk time post-op, a screw at s1 was broken. The pt underwent a revision surgery to replace the broken screw.